Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and high blood glucose. The customer reported that the customer had blood glucose was 56 mg/dl after 40 min insulin pump workout blood glucose was 93 mg/dl and customer had food. It was also reported that the customer got headache and blood glucose reading was 496 mg/dl and over 600 mg/dl, 550 mg/dl. The customer reported that the that night customer was low as 53 mg/dl but she was at 190 mg/dl. On (B)(6) high blood glucose value was 186 mg/dl and low value was 79 mg/dl but actually it was 180 mg/dl. On wednesday blood glucose was went over 600 mg/dl and customer got blood glucose to crack was below 500 mg/dl and blood glucose was stayed around 577 mg/dl, 578 mg/dl. The insulin pump will not be returned for analysis.